Event description:
Customer reported that intermittently during bootup, c-arm is not booting up. Workstation boots up normally. No patient involvement reported.

Manufacturer narrative:
Biomed engineer trouble shot and found fluoro function board is not working properly. Ordered fluoro function board. Also found main frame back plane's pins are bended. Back plane was replaced in 2007 installed new fluoro function board and back plane. Put back calibration files. Tested the unit. Found system booted up as intended. Tested the unit lot of times. Every time system working properly.